Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms and it was hard to determine capture on the atrial channel. The issues are suspected to be the result of a potential fracture of the competitive atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Efforts to obtain confirmation of the lead fracture were unsuccessful. The physician elected not to perform a revision procedure and leave the device programmed to vvi configuration. No other adverse events have been reported. This product issue will be updated if additional information is received.